Event description:
The customer reported there was no air/water flow from the air/water channel of the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the nozzle was clogged with foreign material. This report is being submitted for the malfunction found during evaluation (foreign material in nozzle). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, the reported issue (no air/water flow) was confirmed and found to be caused by clogged nozzle and air/water tube. In addition, service found the suction cylinder was discolored, there was a leakage due to a pinhole on the bending section cover, the insulation resistance value at the distal end was out of specification due to peeled adhesive on the bending section cover, the plastic distal end cover was chipped, the adhesive on the bending section cover was cracked, the connecting tube was dented, and the coating on the universal cord was peeled. There was play in the up/down knob, and the right/left knob due to wear of the angulation wire. Scratches were observed on the grip, the forceps channel port, the switch box, the right/left knob, the up/down knob, and the objective lens. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the material could not be identified and the cause for the clog could not be specified. The nozzle was not reported to have been deformed or damaged. Additionally, there were no reported deviations from the instructions for use (IFU) regarding reprocessing and handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received regarding the customer's reported issue.

Event description:
Additional information was received regarding the customer's reported issue (no air/water flow from the air/water channel of the subject device): the customer reported that the damage noted on the device was verified by their team before an esophagogastroduodenoscopy (egds) procedure, as instruments are always tested inside a container filled with water before starting the examination. Therefore, since the air/water channel was not working correctly, it was replaced by another similar gastroscope to complete the intended procedure. The damaged device was not used.